Event description:
It was reported "over the past 3 days we have had 3 patients with dvt diagnosed post PICC placement. [All] three patients had piccs from lot #refw2507" no other information was provided. This report addresses the third patient.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2507 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (refw2507) have been reported from the same facility.